Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2009, inratio: 2.3, lab: 1.5.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 1.5, reference: 2.3, mean: 1.90, confidence limits: 1.3-2.7. Mean calculation from comparison test data provided by end-user revealed both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Meter and strips were not expected to be returned. Further testing is not required at this time. Trend analysis is not required, because strip lot #080731 is now expired. (Expiration date: last day of nov. 2009). No corrective action required at this time as no product deficiency was established.